Event description:
It was reported via repair work order that there was no power to the bed as the power cord was not properly plugged into the power inlet. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.